Event description:
Reportable based on device analysis completed on 29jun2015. It was reported that the burr was unable to ablate the lesion. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 1.75mm rotalink¿ plus was selected to treat the target lesion. During the procedure, it was noted that the burr failed to cross the lesion after several attempts. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good. However, device analysis revealed a burr detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. An initial examination of the complaint unit was carried out. It was noted on visual inspection that the burr was detached and was placed on the guide wire. The burr was removed from the guide wire without any issues. The guide wire was returned to (B)(4) for analysis. The distal catheter coil was microscopically examined and it was noted that the coil/drive shaft was broken & stretched. The burr was microscopically inspected and it was noted that the coil was broken inside of the proximal burr. The annulus was slightly misshapen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).